Event description:
At beginning of procedure during initiation and insufflation, covidien blunt tip trocars were inserted and pressure limits turned to 14 per surgeon. Insufflation was not achieving desired level of pressure. Troubleshooting device insertion and hook up occurred. Original trocars removed, replaced, and problem resolved. Case carried on without issue.